Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-2316-50e serial # (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits the explanted device will not be returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient felt intense pain in the feet and legs after the insertion of a second trial lead into the epidural space. Per the physician the pain was due to the positioning of the lead and was not due to the stimulation. The physician removed the lead in recovery due to preference. Device malfunction was not suspected. The patient's pain ended once the lead was removed and she was doing well post-operatively.